Manufacturer narrative:
In review of all associated customer-provided documentation and internally generated investigation notes against the criteria set forth in document (B)(4) (medical device reporting standards operating procedure), this complaint does meet the requirements for an MDR in the countries where this product is sold or distributed. Filing individual MDR out of abundance of caution due to the remote possibility of a false result contributing to a death or serious injury.

Event description:
The service visit at the university of michigan hospital was scheduled per CAPA-21-014 within work order wo-00200141. During the site visit, the hybridization (hyb) heater required recalibration due to failing initial verification at setpoints 1 and 2. Field quality updated risk assessment question 2 to 'yes' since the setpoint temperatures failed outside the accepted limits established by the verigene I assay temperature tolerance guard band risk report ((B)(4)). Data review per the verigene assay temperature tolerance (guard-band) study report (03768),the study evaluated assay performance of verigene® rp flex, ep, cdf, bc-gp and bc-gn assays at varying critical temperature parameters and established a functional range of temperature for assay tolerance above and below the nominal set points. It was determined within 03838, that the hyb heater has an upper and lower tolerance of +/-2 degree celsius from the setpoint temperature 1 (38.5c) and setpoint 2 (90.0c). In reviewing the attached naplogs, setpoint 1 for the hyb heater had an adjusted temperature of +39.4c, within the range established in 03838. However, setpoint 2 had an adjusted temperature of +92.2c, 0.2c higher than the acceptable range per 03838. Due the finding, risk assessment question 2 was updated to 'yes'. Site performance the customer site is currently running bc-gp and bc-gn verigene assays. The hyb heater verification failure can potentially impact assay performance related to the bc-gn and bc-gp assay per 03838. Within an 18-month timeframe from the verification failure, the customer site has not reported any patient sample false results on either assay. Conclusion the customer site reported no false results for the sp processor s/n (B)(4). There is no indication of this verification failure resulting in an adverse effect to patient results.